Event description:
Procedure performed: laparoscopic cholecystectomy event description: the device would not fire. No clip loaded. Opened a new box from the same lot and which was used to complete the case without issue. Product available for return. Patient status: no patient injury. Intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the device would not fire. No clip loaded. Opened a new box from the same lot and which was used to complete the case without issue. Product available for return. Patient status: no patient injury. Intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing could not be performed as the unit was locked out upon return. Visual inspection noted that the feeder was damaged. A damaged feeder can cause clips to not load, which confirms the complainant¿s experience. Based on the condition of the returned unit, it is likely that the reported event was caused by the device being inserted/removed through the trocar with the feeder in the jaws. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.